Event description:
It was reported by the customer that since his procedure, he has been unable to urinate properly. He reported that it is a little better then it was but still can only urinate a little and is primarily using a catheter. He said that he saw the physician who performed the surgery on (B)(6) 2019 but was not satisfied with the follow-up he received and has not been back. The patient stated that he has been to see a urologist from the university of texas south western and had a urodynamics test and was told his bladder is not functioning (no date for this visit). He said he had this same test prior to his march surgery and his bladder was functional.

Manufacturer narrative:
A review of the IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on a thorough review of the available information, a conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that since the procedure, the patient has not been able to urinate normally. No further information was provided.